Event description:
It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The 90% stenosed and 60 mm long target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation followed by the placement of a 2.50 x 32 mm synergy stent system overlapped with a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin. The cause of death was unknown, and no action was taken to treat the event. It was unknown if an autopsy was performed or not.

Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was not provided. B3: date of event: used the first day of the aware date month as the event date as it was not provided. E1: initial reporter facility name: the (B)(6) hospital of (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. Although the complaint did not report any malfunction with the stent, it is noted per the product family's directions for use that the event of 'death' is listed as a known adverse event related to device use.

Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was not provided. B3: date of event: used the first day of the aware date month as the event date as it was not provided. E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The 90% stenosed and 60 mm long target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation followed by the placement of a 2.50 x 32 mm synergy stent system overlapped with a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin. The cause of death was unknown, and no action was taken to treat the event. It was unknown if an autopsy was performed or not.

Event description:
It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The 90% stenosed and 60 mm long target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation followed by the placement of a 2.50 x 32 mm synergy stent system overlapped with a 2.75 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin. The cause of death was unknown, and no action was taken to treat the event. It was unknown if an autopsy was performed or not.

Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was not provided. B3: date of event: used the first day of the aware date month as the event date as it was not provided. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).